Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse repaired mixer 1 and replaced the mixer 2 rotational motor. The actual root could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discordant cholesterol, ldl and albumin results were obtained on an advia 2400 for 13 patients. The results were reported to the healthcare provider(s). The pt samples were repeated on another advia 2400 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant cholesterol, ldl and albumin results.

Event description:
Discordant cholesterol, ldl and albumin results were obtained on an advia 2400 for 13 patients. The results were reported to the healthcare provider(s). The pt samples were repeated on another advia 2400 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant cholesterol, ldl and albumin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse repaired mixer 1 and replaced the mixer 2 rotational motor. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specs. No further eval of the device is required.